Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1812 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported a leaking power PICC line removed for leaking. Additional information received: what type of catheter securement was utilized? 1 securacath. Placement date: line placed may 13 and removed may 23 due to leaking noted as described. A detailed description of the events: line found leaking between 0-2 cm mark. Was there any patient harm reported? Leaking line required removal.